Event description:
A caller reported a cartridge alarm issue with their insulin pump, which resulted in a blood glucose level of 512 mg/dl. There was an adverse impact on the customer's blood glucose level. To address the high blood glucose, the customer administered a correction injection using multiple daily injections (mdi) after initially attempting a correction bolus with the pump. Tandem technical support decided to replace the pump as the solution. The customer, who does not use fsl2+ sensors, will receive a replacement pump with updated software, and was instructed on how to return the problematic pump using a provided box and pre-paid label. They were also advised on programming the new pump and connecting their continuous glucose monitor (cgm) to it. The customer understood and acknowledged all instructions provided by technical support.